Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? *how many devices were involved in this single procedure? Please clarify did the issue occurred on two separate procedures? Please explain name of the procedure? Date the event occurred. Lot number for both procedures involved. What was the date of the initial procedure? Device return status/follow up? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that the suture was breaking away from the needle. Additional information has been requested.